Event description:
A 56 yr old white female g4p4 status post bilateral subglandular inframammary surgitek gels (questionable size-no records) for augmentation on 4/78. Left encapsulated and had closed capsulotomy at least once early on. Reports right pain with left worse than right with recent burning left pain. Believes bilateral decrease in size and are flabbier. Denies change in texture or other history of trauma. Arthralgias (positive morning stiffness), myalgias, paresthesias, dysthesias, spasms, swelling, fatigue, sleep disturbances, hot flashes, sweats, headaches, temporomandibular joint disease, visual changes, dizziness, memory loss, dry eyes, hair loss, rashes, sensitivity to sun and cold (positive raynauds)/chemicals, shortness of breath, chest pain (cardiac workup normal), hypertension, high cholesterol, weight gain, and genitourinary and gastrointestinal symptoms. Otherwise healthy.